Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was able to rewind the insulin pump. Customer was in the hospital from (B)(6) 2017 due to a diabetic ketoacidosis. Customer's blood glucose level was over 800 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and motor test. No unexpected motor error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08775 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.